Event description:
Follow up revealed that the patient's ipg was explanted and replaced, and therapy was restored post-op.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was deemed inoperable following an unrelated medical surgery. It was also reported that the device was not placed in surgery mode prior to the procedure.